Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced kinked cannula event on (B)(6) 2024 . The event occurred after three hours of insertion. The insertion site was abdomen. The insertion set was in use for one hour and half. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.